Manufacturer narrative:
Additional information was added: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a box that was not labelled as baxter and some units were seen inside the box. The reported condition was verified. This condition is not generated at the manufacturing facility. A notification was sent to the distribution center. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clealink system buretrol solution set appeared tampered with. The contents of the box were repackaged in a different box and the label was also moved to the new box. There was no patient involvement. No additional information is available.